Manufacturer narrative:
(B)(4). Additional information has been requested and will be submitted upon receipt accordingly.

Event description:
The plaintiff's attorney alleged the patient attended a routine dialysis appointment and thereafter experienced a sudden cardiopulmonary event. The patient was transferred to the hospital and expired approximately three weeks later. Further information noted prior to the patient's demise, on four separate occasions, the patient had experienced adverse reactions and was hospitalized on each occasion.